Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted therefore no evaluation was completed. A clinical assessment of the reported event could not be completed due to a lack of receipt of relevant medical records and/or imaging. Attempts were made to obtain medical records and medical images but denied as patient authorization is needed or no response was received. As such, procedure related harms, event determination, related patient harms and patient disposition could not be assessed. However, as the initial procedure was outside the indications of use due to the concomitant use of the ovation ix extender, this may have contributed to the report event. No additional investigation of this reported event is planned however if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. Device iteration is afx2. Corrections: e1: initial reporter, name and address: address has been updated. H6: result code: remove code 3233. H6: conclusion code: remove code 11.

Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. If additional information is obtained at a later time that is pertinent to this event, a follow-up report will then be submitted. Device iteration is afx2.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with the afx2 and ovation ix abdominal aortic aneurysm stents (outside indications of use). Approximately seven (7) days post initial procedure, the patient presented for a follow-up CT (computed tomography) scan and a type iiia endoleak was detected. The physician elected to treat the patient by implanting an afx suprarenal and ovation ix extender devices on (B)(6) 2019, and the endoleak was confirmed resolved. As of date, there have been no additional patient sequelae reported.